Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The pressure transducer pc board was replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was kept by the healthcare facility so could not be returned for investigation. No ventilator logs were provided. Pressure transducers are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure. Any failure will be detected during pre-use check. Since no part was returned for investigation, the root cause of the event has not been determined. A correction of field # d1 ¿ brand name and # d4 ¿ version or model #, were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).